Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead had exhibited shock impedances less than 20 ohms all the time with the non-invasive shock impedance measurement. Two synchronous 5j shocks were delivered to the measuring of the impedance. The first test was delivered in a dual-coil configuration. Shock impedance 35 ohms. The second test was explained in a single-coil configuration. Shock impedance 44 ohms. The shock impedance remained in a normal range and the lead remains implanted. No adverse patient effects reported.